Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient experienced high blood glucose level of over 600 mg/dl, and they tried it with a bolus via the pump. Reportedly, the patient was not sure about the cause of high blood glucose levels but believed that it had to do with occlusion alarms. The infusion set had been used for a couple of hours. Subsequently, on the same day ((B)(6) 2022), the patient was taken to the emergency room, as the patient experienced diabetic ketoacidosis. During hospitalization, she was administered fluids of saline, insulin, and some unspecified medication (drug name unknown) intravenously as corrective treatment. However, the patient was unsure whether it resolved it or not and was unsure about any permanent damage because the patient was still in the hospital at the time of this report. No further information available.